Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard / davol sepramesh composite ip (device #1) and (device #2) on (B)(6) 2008 and (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the two (2) sepramesh composite ip (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."